Event description:
The notification received ffrom the study indicated that during the index procedure, the patient experienced a neurological event aphasia reflex change post stent deployment. The duration was <24 hours, without treatment. The event was documented as not related to the cordis product or anticoagulation. The patient was discharge the following day. According to the investigator, the event was not related to cordis product. This complaint was adjudicated and additional information was provided on 9/28/2009: this study patient underwent carotid artery stent implantation and during the procedure, experienced hypotension and tia. This is a male with medical history including stroke, contralateral carotid artery occlusion, diabetes, hypertension, smoking, and chronic obstructive pulmonary disease. This patient meets the high-risk criteria of contralateral carotid artery occlusion. The target lesion was right ostial internal carotid artery described as severely calcified, eccentric and 70-80% stenotic. The patient was pre-medicated for the pta with atropine. An angioguard was inserted, tracked, deployed and retrieved without debris without report of difficulties. The target lesion was pre-dilated with an unknown balloon. Prior to stent implantation the blood pressure was 70/50. One precise stent was implanted without report of difficulties; however, during the implantation of the blood pressure was 66/40. During the hypotension the patient also experienced a transient ischemic attack with symptoms of aphasia and reflex change that occurred during the time of the blood pressure fluctuation. Intravenous phenylephrine was administered with a return to baseline blood pressure and relief of the tia symptoms. There was 20% residual stenosis. The post procedure neurological exam was normal and the neurologist felt that the hypotension was transient, and since the patient had no residual neurological deficits, no new imaging studies were necessary. The patient was discharged two days after the procedure. Discharge medications included asa and clopidogrel. According to the investigator, the events were procedural related, and not related to the cordis product. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are vessel and procedural issues that may have contributed to the adverse event experienced by the patient. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-01578 and current MFR.